Manufacturer narrative:
Other relevant device(s) are: product ID: 9735821, serial/lot #: n/a. System checkout is pending analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that when preparing the system for an in-service the camera fault light was on. When the site entered the software it displayed that the localizer was faulted. The manufacturer representative opened the ndi toolbox and found the bump sensor was tripped. It was later reported that during a case on (B)(6) 2020, the site had tapped the camera with on operating room light. However, when checked there was no fault found with the system and the site was able to complete with the case with no issues. No patient present.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The polaris spectra system control unit (scu) was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The scu was returned for analysis. Functional testing was performed and the scu was determined to be malfunctioning causing the reported event. If information is provided in the future, a supplemental report will be issued.